Manufacturer narrative:
Clinical evaluation: one month after primary cementless tha the patient reports pain and a periprosthetic fracture is found at radiological analysis. The stem, at intraop fluorscopy, looks correctly positioned. No trauma is mentioned in the report. We see no reason to suspect a faulty or malfunctioning device.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of the fracture is unknown. The patient has not undergone a revision surgery yet. More details to come once more information becomes available.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of the fracture is unknown. The patient has not undergone a revision surgery.

Manufacturer narrative:
Batch review performed on 15 december 2020. Lot 2001481: (B)(4) items manufactured and released on 20-jul-2020. Expiration date: 2025-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.